Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 123 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.